Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient experienced five separate incidents of bent cannulas in their infusion sets on (B)(6) 2025. Symptoms were noticed within three hours of inserting each infusion set in the thigh area. As a consequence of these issues, the patient's blood glucose (bg) level rose dramatically, with the monitoring device simply displaying 'high' rather than a specific value. To manage this severe hyperglycemia, the patient resorted to administering a correction dose of insulin through multiple daily injections (mdi). Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.